Event description:
It was reported through the filing of a lawsuit that allegedly on or about (b)(6) 2017 the patient was implanted with an LFIT Anatomic CoCr V40 Femoral Head and an Accolade II Hip Stem. It is further alleged that the device malfunctioned and/or dislodged causing injuries to the patient, including, but not limited to, elevated chromium levels and the need for revision surgery that occurred on (b)(6)2022. Update per medical review: A revision THA was performed 5 years after the index surgery for what appeared to be a loose acetabular component. No pre or postoperative medical records, laboratory reports or radiographs were provided for review.

Manufacturer narrative:
Review of the Device History Records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.